Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during investigation, there were multiple pump reboots. The pump was returned with cracks in the battery compartment along the side, from the top traveling to the bumper, and from the bottom traveling to the bumper. The pump was also returned with a stuck battery cap. The threads on the battery cap and battery compartment were stripped and unable to secure causing the intermittent power. A test cap was able to hold for testing. The pump was exercised for 24 hours with no further loss of power occurring. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test failed due to cracks in the battery compartment. The pump was opened and there was no moisture found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.